Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the health care professional (hcp) requested that device data be reviewed as the battery of this pacemaker appeared to be depleting more quickly than expected. The estimated remaining longevity was 4.5 years today, but it was 6.5 years at the previous check, and was 8.5 years remaining about one year ago. It was also observed that in february, the device triggered a lead safety switch (lss) due to a high, out-of-range pacing impedance of greater than 2000 ohms on the right ventricular (rv) lead. Now there were two nonsustained ventricular tachycardia (vt) episodes stored showing noise and oversensing. It was noted the rv lead was reprogrammed to unipolar pacing and bipolar sensing, which should mitigate the noise. Technical services reviewed the available device data and confirmed the battery appeared to be depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that the health care professional (hcp) requested that device data be reviewed as the battery of this pacemaker appeared to be depleting more quickly than expected. The estimated remaining longevity was 4.5 years today, but it was 6.5 years at the previous check, and was 8.5 years remaining about one year ago. It was also observed that in february, the device triggered a lead safety switch (lss) due to a high, out-of-range pacing impedance of greater than 2000 ohms on the right ventricular (rv) lead. Now there were two nonsustained ventricular tachycardia (vt) episodes stored showing noise and oversensing. It was noted the rv lead was reprogrammed to unipolar pacing and bipolar sensing, which should mitigate the noise. Technical services reviewed the available device data and confirmed the battery appeared to be depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The pacemaker was explanted and replaced about three months later. The clinician reported the procedure was performed at another facility so the leads could be extracted and replaced as well. No additional adverse patient effects were reported. The explanted device was not expected to be returned for analysis. The extracted leads were non-boston scientific products.

Manufacturer narrative:
This report will be updated when additional information is received. If information is provided in the future, a supplemental report will be issued.